Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, and the device was not detected on the bus. The customer attempted to reboot the device and also performed the following steps, but the issue remained the same: they shut down the station by unplugging the power cord from the back of the station and waited for 2 to 5 minutes. After reconnecting the power plug and powering the station back on, they attempted to recover the drawer, but it still failed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 6 was not detected on bus. A field service engineer (fse) replaced faulty pyxis module controller board and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.